Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Blood glucose level was of 495 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm and she was able to clear it. Customer said she already took a shot and now blood glucose was stable. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.